Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6f short introducer sheath was placed. After a non-bsc guide wire was advanced to cross the lesion, a 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 10 seconds. The device was completely removed and the procedure was completed with a 4.0-20/3.8t/135 sterling¿ mr balloon catheter. A non-bsc stent was then deployed and the patient¿s blood flow was improved. No patient complications were reported and the patient¿s status was good.